Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample was provided for evaluation. Upon visual inspection of the returned sample, it was noted that no hair was located on or within the transfer set or the tray. Based on the data from the investigation, the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description transfer set (B)(4). - hair inside the tubing - out of box failure - disposable return issue(s) reported: · the customer reported that a transfer set had a hair inside it whenever they removed it from the packaging.